Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to patient being unhappy with the quality of corrected and uncorrected vision. Additional information was requested.